Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Impella rp flex pump returned in cut open state with catheter cut close to motor housing. Visual inspection showed significant biomaterial ingestion observed in inflow cage & wrapped around impeller. Also, the cannula was found to be kinked likely due to clamping. No other issues were found. Data logs were reviewed, and no suction alarms or placement signal trend observed immediately after insertion. Motor current spike at p-7 on july 18th was seen with no p-level change or speed deviation and drop in flows from 2.7 to 1.8 l/min. This indicates biomaterial ingestion event. As per clinical patient was on other device management, improper anticoagulation and management of volume with poor patient condition. The cause of the hemolysis issue was patient condition related. The instructions for use for the rp with smart assist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿. Added- d6b, d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 30-year-old male patient with post-operation left ventricular assist device was implanted with an impella rp flex for mechanical circulatory support. It was reported that the patient developed hemolysis. Elevated plasma-free hemoglobin levels were drawn. The medical staff noted the pump was in poor position, but the pump remained in position despite this observation. The patient remains on impella support.